Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passes visual and functional testing. An internal inspection was performed and did not reveal any signs of rust /corrosion or evidence of water within the controller; and no anomalies were observed on the controller display. No failure was detected. The reported event (display error) could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called the vad office today to report that after he showered this morning he noted that his controller screen was no longer showing any parameters; the battery fuel gauges were illuminated though. The patient also noted some water in his shower bag. He denies any alarms and feels completely fine. His wife could hear the pump "hum" as she put her ear to his chest. The coordinator then called this manufacturer representative to discuss the next steps. Due to no parameters on the controller, it was instructed that the patient perform a controller exchange if the vad team believed he could tolerate it. The patient and his wife were reportedly very anxious over doing this at home, so they were instructed to come to clinic for an exchange in a controlled environment. No additional information available.